Event description:
Two endeavor sprint rapid exchange (rx) drug eluting stents were implanted, one in the proximal lad and one in the 1st obtuse marginal. It is reported that there was a tubular 95% stenosis at the site of the prior endeavor in the proximal lad approx 5 months post index procedure. There was a revascularization carried out and there was another brand stent implanted in the proximal lad. It is reported that the pt suffered an acute non-stemi, non-q-wave mi one day post revascularization. Elevation of cardiac biomarkers post perforation post pci was reported. The pt's hospital stay was extended and the pt recovered without treatment. Investigator indicated that event was not related to the study stent or the study procedure. (Ref MFR # 2953200-2010-02676).

Manufacturer narrative:
(B)(4). Eval, results: (myocardial infarction & revascularization).